Event description:
It was reported that cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Approximately 2 hours post-procedure, a nurse witnessed the patient's heart slow to a stop. Cardiopulmonary resuscitation was performed, and circulation was regained. The patient was temporarily paced with a defibrillator. Transthoracic echocardiogram was performed. The closure device remained in its intended location and no pericardial effusion was observed. The physicians believe the patient experienced a vasovagal response and the event was un-related to the watchman closure device.